Event description:
It was reported that a patient had "problems" with her previous device. It was stated that her previous implant was placed in her lower left abdomen. It was reported that "wires were damaged". No further information on the event was reported. If more information becomes available, a follow up will be sent.

Event description:
Additional information received reported that the pateint still had concerns with her device or therapy and was working with her healthcare professional (hcp) or manufacturer representative. There were no appointment dates reported.

Manufacturer narrative:
Product ID 3095-51, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: extension. Product ID 3093-28, lot# v458555, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).